Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there were low pacing rates observed with the device. A follow-up investigation revealed that the right ventricular (rv) lead had a sensing issue, which affected the device's managed ventricular pacing (mvp) feature. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.